Manufacturer narrative:
Insulin pump was unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8.1 mmol/l at the time of the incident. The ring at the top of the reservoir compartment has come off. The insulin pump will be returned for analysis.